Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female patient of unspecified age who on (B)(6) 2014 had essure (fallopian tube occlusion insert) coils inserted for permanent birth control. After the implantation, plaintiff began suffering from severe abdominal pain, severe menstrual pain, abnormal bleeding, prolonged menses, severe sharp back pain, migraines, and irregular vaginal discharge. On (B)(6) 2014, plaintiff presented to review her hsg (hysterosalpingogram) results and undergo a CT (computed tomogram) scan after ongoing complaints of intermittent right sided flank pain. During the hsg, only the right inner coil was visualized. The CT scan revealed a broken essure coil on the right. At physician's recommendation, plaintiff underwent removal of the right essure coil. She was scheduled to undergo removal of the left essure coil on (B)(6) 2016. Following the removal of the right essure coil, plaintiff suffered a long and painful post-operative recovery. Company causality comment: this non-medically confirmed spontaneous case report refers is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) coils inserted and had abnormal bleeding (interpreted as genital bleeding). Less than a month later, the hysterosalpingogram showed only the inner right coil. The computerized scan revealed that right coil was broken. Essure right coil was removed and left coil removal was scheduled. Genital bleeding, device dislocation and device breakage are anticipated events in the reference safety information for essure. Considering that essure therapy may cause bleedings and that there is a risk of dislocation and device breakage, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-nov-2016: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) coils inserted and had abnormal bleeding (interpreted as genital bleeding). Less than a month later, the hysterosalpingogram showed only the inner right coil. The computerized scan revealed that right coil was broken. Essure right coil was removed and left coil removal was scheduled. Genital bleeding, device dislocation and device breakage are anticipated events in the reference safety information for essure. Considering that essure therapy may cause bleedings and that there is a risk of dislocation and device breakage, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident because device removal was required. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("CT revealed a broken essure coil on the right"), device dislocation ("during hsg, only the right inner coil was visualized") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included plantar fasciitis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 20 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with flank pain and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe sharp back pain/lower back pain"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), procedural pain ("following removal of right coil, suffered a long and painful post op recovery"), weight increased ("weight gain") and muscle spasms ("muscle spasm"). The patient was treated with surgery (removal of right essure coil). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, device dislocation, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, back pain, migraine, vaginal discharge, procedural pain, weight increased and muscle spasms outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, muscle spasms, procedural pain, vaginal discharge and weight increased to be related to essure. The reporter commented: consumer was scheduled to undergo removal of the left essure coil on (B)(6) 2016. Right coil removed in (B)(6) 2014, and on (B)(6) 2016 by surgical removal of coil(s) - left coil removed in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: breakage of essure device; on (B)(6) 2014: broken essure coil on the right. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2014: only the right inner coil visualized . Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, events weight gain, muscle spasm were added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.